Event description:
The facility reports the pt was lying on the shower trolley after being showered. Two caregivers were drying her left side, then rolled her over to her right side. She leaned against the trolley guard rail, breaking the black bracket that holds the rail upright and in place. The pt fell to the floor head-first, landing on her right side. The pt was taken to the emergency room. The pt sustained a concussion and reported pain in the right side of her body.

Manufacturer narrative:
An arjo investigator examined the device and found paint peeling, scratches, and rusty castors. The mattress was about 1.5 years old and in good shape with no tears. The trolley was working properly. The manufacturer concludes the root cause of the incident was lack of maintenance. The review of the product makes it clear the unit was in need of a service/technical check for quite some time. The operating and product care instructions (opi) state under "maintenance" to weekly examine the trolley for damages. The manufacturer recommends appropriate personnel be made aware of the requirements of the opi, especially the instructions regarding maintenance. All damaged and worn parts need to be replaced before the lifter is returned to service.